Event description:
The user facility reported during a left hip fracture procedure on (B)(6) 2011, a non-synthes reamer tip broke and the helical blade advanced and locked with the tip embedded stably inside the locked blade. It was also reported helical blade was used and broken. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The user facility confirmed that the broken reamer was a synthes device. Correction made to the event description. Correction: the reamer head was a synthes instrument.

Event description:
The user facility reported during a left hip fracture procedure on (B)(6) 2011, a synthes reamer tip broke and the helical blade advanced and locked with the tip embedded stably inside the locked blade. This is 1 of 2 reports for the same event, complaint #(B)(4).